Event description:
Lens opacification, diffuse brownish granularity throughout the lens at 15 months postoperative. Pt visual acuity at last examination was 20/80. The lens remains implanted in the patient's eye.